Event description:
In 2002 and one day the previous week a feeding tube allegedly punctured a lung. Physician felt no resistance. Pneumothorax produced on both occasions. Procedure was not performed under x-ray. Both patients received a chest tube. Same physician performing insertion both times. Kendall notified the following day of both incidents.